Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. It also indicated the impedance trend on the superior vena cava defibrillation coil was variable, and that the impedance trend on the rv pacing lead was rising.

Event description:
It was reported the patient presented to the emergency department because the implantable cardioverter defibrillator (ICD) was ¿emitting a sound alarm.¿ it was also reported when the device was interrogated, the physician determined ventricular tachycardia (vt) therapies were delivered; however, they were ¿not effective.¿ it was also determined the arrhythmia episodes were supra ventricular tachycardia (svt) that ¿fell within the ventricular tachycardia (vt) zone.¿ re-programming was performed. Approximately two months later the ¿same scenario happened again.¿ the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.